Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed that the firmware initiated an opcode error 2 times on (B)(4) 2013. Concomitant therapy: 5076-52 implantable pacing lead: implanted: (B)(6) 2007. 4194-88 implantable pacing lead: implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during implant attempt of the device the physician was suturing the pocket when an electrical reset occurred and went to vvi65. The device was reprogrammed and when attempting to test atrial capture the device lost telemetry with another electrical reset. The pocket was reopened and the device was explanted and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed that the cause of the pors was not determined. Testing and evaluation of the hybrid reported nominal operation with typical current drain levels and functionality. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.